Event description:
While troubleshooting with the MFR it was found that segments were missing on the aviva meter display. No adverse event reported. Requested return of suspect device and replacement was sent.